Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on june 30, 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 306 mg/dl at the time of the call. The customer was given glucagon and food to treat the low, and used the pump and manual injections for the current high. The customer was wearing the insulin pump during the incident. The customer was not getting any insulin during the high incident and the issue was resolved by a set change. Troubleshooting was completed for the high and the pump passed the high pressure test. The insulin pump will not be returned for analysis.